Manufacturer narrative:
Date sent to FDA: 11/8/2021 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent partial removal surgery and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted, he removed as much mesh as he could that was densely attached to the epigastric vessels. It was reported that the patient underwent an ilioinguinal nerve neurectomy, recurrent hernia repair surgery and removal of additional mesh on (B)(6) 2020 during which the surgeon noted, he took down dense adhesions and observed extensive scarring in the right groin. It was reported that the patient experienced chronic pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/16/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 4/12/2022.